Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 1, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that a simplicity was received in an open sterilization pouch. The simplicity presented with cartridge damage like if the handpiece was dropped. The sterilization pouch was inspected, and was found to be opened, but no tear could be found in the pouch. Based on the return condition of the product, the complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was contaminated when opening. Additional information received revealed that the wrapper (sterile barrier) was torn at the fold and the sterility of the product was affected. There was no patient contact. No further information was available.

Manufacturer narrative:
Pt. Info: unknown/asked but unavailable. Date of event: unknown, not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.